Event description:
Upon opening boxes, a number of gloves contained severe dry rot. All stock on hand was inspected and 9 boxes were found. All boxes were immediately suspended. The dry rot was substantial. In one case, the gloves had practically disintegrated.